Event description:
Nurse was checking the "leaking" IV/heplock site on right wrist and, as she removed the tape she observed the catheter hub with approx 1/8" of catheter hanging freely. X-rays identified the remaining IV cannula above the right wrist area. A cut-down was performed per dr and remaining cannula removed. No adverse effect occurred to pt. The IV had been started on 4/19/96 without difficulty on first attempt by nurse.